Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and five shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) and a high rhythmid correlation. It was noted the patient had little aberrancy with their atrial fibrillation (af). Ts recommended increasing the ventricular fibrillation (vf) zone as the rvr had fell into the vf zone where there was no discrimination. This ICD remains in service. No additional adverse patient effects were reported.